Event description:
The customer reported experiencing leakages with maxplus product, however they are unsure whether it is coming form the luer join or the valve. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The model #/catalog# is a carefusion product which is a same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product. Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed.